Event description:
Follow up with the surgeon's office revealed that the vns replacement surgery was due to routine replacement due to the end of the vns battery life and that they were unsure of why the event was reported in uf/importer report (B)(4). It was noted that the patient's vns battery indicator showed as a very low yellow, which indicates an intensified follow-up indicator, or ifi, battery status flag. The physician had referred the patient to neurosurgery for elective replacement surgery.

Event description:
It was reported in (B)(4) that the vns generator was replaced due to a device failure. Follow up with the company representatives indicated that the patient underwent vns generator replacement due to prophylactic reasons, per the implant card received by the manufacturer. However, this has not been confirmed by a medical professional to date. No additional relevant information has been received to date.